Event description:
According to medsun report# (B)(4): while surgeon was preparing the sling, the anchor broke off. The sling was wasted and another was obtained. According to additional information received, the surgeon loaded the altis sling onto the trocar. On attempting to pass the static anchor on the patient¿s left side, the anchor was hitting bone. So, he pulled back to readjust. At that point, he said the trocar and sling came out, but the static anchor was missing, apparently having detached from the mesh [suture break]. A new altis sling was opened and successfully implanted without incident. There was no injury to the patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.